Event description:
The customer related that shortly after attaching the 840 ventilator to a pt, a constant alarm tone was heard, and the following messages were displayed. Flow sensor calibration failed, "exp." Valve calibration failed, "atm" pressure calibration failed, and vent malfunction, "bdu" failed. Caregivers noted that the pt's "sp02" levels dropped and required an extended period (45 minutes) to recover to 75%. The cse inspected the device and noted that the cable to the safety valve was partially disconnected. This is consistent with the kb0001error noted in the error logs of the device. No other malfunctions were reproduced at the time of service. Extended testing confirmed proper functioning of the device. This report is not an admission that this device caused or contributed to the event alleged in this report.